Event description:
Situation: taxol tubing leaked. Background: patient getting high dose taxol. Assessment: rn was hanging chemotherapy notice bag was wet when hang. Then noticed that clear liquid was dripping out the bottom of the chamber on to the tubing. Rn immediately took down chemo and turned back upside down so it would not leak. Called for assistance, chemo wrapped in a plastic backed drape, double bagged and sent to pharmacy for remix. No chemo spilled on patient and liquid on rn's gloved hands. Medication was remixed. Recommendation: ensure no defected noted with IV tubing manufacturer response for IV tubing, (brand not provided) (per site reporter) manufacturer has informed us we can send these samples with special chemo handling packaging, and we will request this in the future.